Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tav in sav with a 20mm sapien 3 ultra valve inside a pre-existing failed 21mm non-edwards valve. The team attempted a fracture with a 20mm true balloon. Angiogram and echo revealed torrential central ai due to a pinned leaflet. The leaflet was unable to become mobile and a decision was made to place a second thv. A second 20mm s3u was placed without incident and was functioning well. Patient left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. The complaints for "deployed valve exhibits central regurgitation" and "motion restricted - in patient" were unable to be confirmed due to unavailability of medical records and imagery. Available information suggests procedural factors (post dilation with non-ew balloon) likely contributed to the event as the team attempted a fracture with a 20mm non-edwards balloon was attempted and an echo revealed central regurgitation and a pinned leaflet, as reported. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation and leaflet motion restriction is an associated risk of post-dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.